Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while using the asnis 2.0 cannulated screwdriver from the asnis micro screwdriver set to remove an anchorage plate, the screwdriver shaft broke.

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. It was reported that this cannulated screwdriver from the asnis micro screwdriver set was used to remove an anchorage plate. Note in case of difficult screw extraction, the holding sleeve in combination with the solid screwdriver (45-20004) can be used as a support for lifting and turning the screw (see 90-17001-en rev 3 asnis micro op tech). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device not received.

Event description:
It was reported that while using the asnis 2.0 cannulated screwdriver from the asnis micro screwdriver set to remove an anchorage plate, the screwdriver shaft broke.